Manufacturer narrative:
After completing an insulin injection at home, the patient observed that it was highly difficult to deliver the drug into the body, there was drug leakage, and the injection site redness, swelling, and pain. Review of production records show no abnormalities or deviations from the validated manufacturing process. The needle tip from the cannula is 100% controlled before the inner protective cap is fitted. No anomalies were found in the additional documents reviewed: bioburden, endotoxin lal, certificate of irradiation. Pen used with the needle was unknown and the device was not returned. No leakage were observed when used with compatible pens. Penetration tests were reviewed, and no abnormalities were found. No device issues found.

Event description:
After completing an insulin injection at home, the patient observed that it was highly difficult to deliver the drug into the body, there was drug leakage, and the injection site redness, swelling, and pain.